Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a fracture verified on x ray. It was also noted that the right ventricular(rv) lead impedance was high and that there was no capture. The lead was explanted and replaced. No patient complications have beenreported as a result of this event.